Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton quickconnect large, the image would intermittently appear and disappear. The procedure was completed using a different glidescope core system which was made available in about 2-3 minutes. No delay in the procedure or harm to the patient was reported.